Event description:
The physician was attempting to deploy a 3.0 mm diameter x 38mm length endeavor resolute rapid exchange (rx) drug eluting stent to treat a lesion in a pt. It was reported that the stent dislodged upon removal of the protective sheath and that the balloon alone was used in the pt. Info rec'd also indicated that the device was not properly inspected prior to use. No pt injury occurred and no clinical sequelae were reported.

Manufacturer narrative:
Eval summary: eight stent segments were intact, the remaining stent segments were stretched, damaged and deformed. Please note that this device (B)(4) is distributed outside the united states; however, it is similar to the united states distributed product (B)(4). (B)(4): eval results: (stent not inspected prior to use). Results and conclusion: handling technique used to remove the protective sheath and stylette).